Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 2 january 2017. The representative reported that the dongle had sheared screws being used to secure the dongle to the panel. The representative reported that they replaced the screws and re-secured the dongle to the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect screws have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the dongle on the imaging system was damaged. The site was able to push the dongle back into place, but tape was required to secure it. No additional information was provided. There was no patient present when this issue was identified.